Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level was 49 mg/dl. The customer reported the sensor glucose and blood glucose being the same and the sensor never recovering. The customer had no symptoms. The customer treated for the low blood glucose level with carbohydrates. The current blood glucose level was unknown. The customer declined to troubleshoot the issues. The insulin pump will not be returned for analysis; however, the sensor will be returned for analysis.